Event description:
It was reported that the patient was found down at home on (B)(6) 2017. There was no autopsy performed for cause of death. It was unknown whether the death was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this investigation. No further details related to the death were known. It was noted that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.